Event description:
The customer reported the up arrow button not responding as well as getting the motor error alarm. Troubleshooting was performed and found several auto off, off no power and motor error alarms. The insulin pump did not pass the displacement test, but did pass the self test. The customer also reported a blood glucose reading of 249 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.